Manufacturer narrative:
The balloon of a .035 x 10.0 x 39 x 80 palmaz genesis peripheral stent did not inflate during procedure. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The stent delivery system (sds) was prepped according to IFU guidelines. The access site was the femoral. There was no difficulty experienced in prepping the device. A contralateral approached was not used. The device was not being used for treatment of a chronic total occlusion. The device was not kinked nor bent at any time prior to the resistance/friction. The stent was not manipulated during prepping. The stent was properly mounted on the system when inspected prior to use. Prior to inserting the sds in the catheter, the was not balloon inflated nor partially inflated. The negative pressure was not applied to the sds. The inflation device was in the neutral position when the system was being advanced/withdrawn. The procedure was completed using same type of stent. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile palmaz genesis .035 10.0x39 80cm sds was received coiled inside of a clear plastic bag. Per visual analysis the balloon had not been inflated. The balloon tube protector was returned for analysis inside of a small plastic bag. The unit was thoroughly inspected and no damages or anomalies were noticed. Per functional analysis the guide wire lumen was flushed and a lab sample guide wire was inserted through it. The indeflator device was attached to the hub. During balloon inflation test the balloon did not inflate as expected. The pressure was increased until the manometer reached the rated burst pressure of 10 atmospheres without inflating. A cross section evaluation was performed to verify the inflation lumen presence. The result of the magnified image was the inflation lumen was missing at the area of cross section. The reported ¿balloon-sds inflation difficulty - unable to¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ based on the information available for review the event is related to the manufacturing process. The product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore a corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a .035 x 10.0 x 39 x 80 palmaz genesis peripheral stent did not inflate during procedure. There was no reported patient injury. The device will be returned for analysis.